Manufacturer narrative:
Unit powered up properly after battery installation. No blank display noted however, unit received with full segment display due to faulty x2 on the interface board. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test or verify alarm due to full segment display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly and cannot be cleared. The customer's blood glucose reading was unknown 146 mg/dl at the time of incident. Troubleshooting found that the screen display went blank and did not return after a new battery was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.